Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states unit was in drive lockout when in a sitting position. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated. Malfunction has not been confirmed.